Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The guide wire showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the proximal weld and has multiple kinks in the guide wire body. The proximal end of the core wire is broken and protruding out of the coil wire. The distal j-bend is misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip is tapered and discolored at the point of separation. The proximal weld displayed signs of necking, indicating that undue force contributed to this damage. Both welds appeared full and spherical. The major kinks in the guide wire body were measured at 279 and 380 mm from the distal tip. The broken core wire measured 680 mm in length, which is within the specifications; therefore, no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire measured 0.849 mm which is within the od specification. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in springwire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the catheter kinked/bent without any reason during patient use.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg unraveled during use.

Event description:
The customer reports the catheter kinked/bent without any reason during patient use.